Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a guide catheter, and a non-penumbra stent retriever. During the procedure, the clot was captured and the stent retriever was subsequently removed from the jet7. The physician noted that there was no flow through the jet7 and suspected that the clot was still inside. Therefore, the jet7 and guide catheter were removed from the patient and flushed with saline while still attached to the y-connector. When attempting to remove the jet7 from the y-connector after flushing, the distal tip of the jet7 became stuck and stretched. The procedure was completed using another jet7, the same guide catheter, and a new y-connector. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was kinked and stretched from approximately 127.0 ¿ 133.5 cm from the hub. A hole was present approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed stretching on the distal shaft. If the jet7 is occluded, resistance may be experienced during retraction. If the device is forcefully retracted against resistance, damage such as stretching may occur. During functional testing, resistance was experienced while advancing the jet7 through the non-penumbra y-connector due to the damage on the distal shaft and the jet7 could not be advanced any further. Further evaluation revealed a hole within the damaged distal shaft. This damage may have been a result of forceful manipulation of the jet7 within the y-connector. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.